Manufacturer narrative:
There was no reported injury or death at the time of this report. (B)(4).

Event description:
Customer is reporting higher incidence of positives for same samples run on nxtag sars-cov extended panel in comparison to aries sars-cov-2 assay. The following extracts were positive on the nxtag assay but negative on aries assay: sample ID (B)(4).